Event description:
The customer reported that the device locked up/hung during the user initiated operational check testing (pacer test segment). This was a report of a user initiated testing issue; there was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device locked up/hung during the user initiated operational check testing (pacer test segment). This was a report of a user initiated testing issue; there was no report of patient involvement. Philips evaluated the device and was able to recreate the hang/lock up during operational check. Philips replaced the processor pca to resolve this malfunction.